Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, on the fifth firing of the device staples did not form in the middle of the staple line when trying to close the jejunostomy. The surgeon over sewed the staple line to repair the area. Suture was used to complete the procedure. No adverse consequences reported.

Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. A venous occlusion was identified in the transjugular intrahepatic portosystemic shunt (tips), right portal branch. A wallstent rp 12.0mm/90mm was implanted. Technical success and angiographic result after the wallstent rp was implanted were rated as excellent and the clinical result, good. No procedural complications were reported. At discharge, evidence of improvement in the luminal diameter and hemodynamic success was not confirmed. Clinical success is marked yes. The discharge documentation indicates that the patient died two days after the procedure. No further data was provided.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results showed that one ecr60w was received instead of ecr60b. The reload was returned fully fired. After further analysis it was notice that the top of the one piece sled rails were deform. This deformation is consistent with high (outside indicated use) staple forming forces due to stapling over a hard object or thicker tissue than indicated, however there is insufficient evidence to determine the cause of the higher loads. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a dvd was received of the surgical procedure and reviewed by the field quality engineer. The following are his observations: there were 7 total firings ( 6 blue and 1 white reload were used) observed on the video. The first firing was a blue cartridge with buttressing. The 2nd through 5th and the 7th firing firings were all with blue reloads and no buttressing. The 6th firing was with a white reload with no buttressing. The tissue was very fatty in my opinion adding to tissue thickness. From the first firing with buttressing through the fifth firing oozing seemed to be more than normal. The event description indicated that mid line staples did not form on the fifth firing. Based on my observation, the fifth firing was fine. However, the fourth firing in my opinion is where the issue may have occurred. I say "may" because the video angle and residual blood prevented seeing the staple line clearly enough to determine staple form. In my opinion, the placement of the device in preparation for the 4th firing appeared a little challenging keeping away from the jaws while trying to keep the tissue within the jaws balanced from a thickness standpoint. Once the device was placed closed and fired it appeared to me that the right side of the staple line may have had excess tissue and/or bunched tissue within the jaws potentially leading to the event reported. Some general observations are as follows: once the device was closed in preparation for firing, firing followed almost immediately without waiting 15 seconds, per IFU recommendations. The 4 stroke firing cycle of the device was very rapid, instead of continuous, smooth strokes per the IFU.